Manufacturer narrative:
Additional information provided in section b.2 and h.11 upon further review of new information received for this record, it was confirmed that no movement in the scissor jaw actuation was observed prior to the patient contact. Unable to close scissor tip prior surgery is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num 3003398873-2026-00055. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two scissors from the batch numbers were not exhibited the movement in the scissor jaw during actuation. The details of the procedure and patient impact have not been reported. Additional information has been requested but is not available at the time of this report.